Event description:
It was reported that device interrogation revealed high capture thresholds due to dislodgement on left ventricular (lv) lead. The lead was explanted and replaced in a procedure on (B)(6) 2021. The patient condition was stable.

Manufacturer narrative:
Correction: h6 coding product is not returning.